Event description:
It was reported the generator did not allow the grounding pad to be connected causing the procedure to be aborted. No adverse event occurred with the patient.

Manufacturer narrative:
B1 ¿ type of report: corrected from "adverse event" to "product problem". H1- type of reportable event: corrected from "serious injury" to "malfunction".

Manufacturer narrative:
The reported event was not confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. There was no consequence to the patient as the issue was identified prior to being used in the procedure.